Event description:
On (B) (6), 2007, the patient was treated for an abdominal aortic aneurysm. A reintervention occurred on (B) (6), 2008. The distal type I endoleak was resolved and the patient tolerated the procedure. The physician is monitoring the patient.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices: pxc141200/(B) (4) implanted (B) (6) 2007, and pxc141200/(B) (4) implanted (B) (6) 2008.